Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The personal diabetes manager (pdm) failed to turn on properly and kept resetting. The patient was unable to change their pod and does not have a back up method for insulin delivery. The patient's blood glucose levels rose to 19 mmol/l (324 mg/dl) and had to go to the ER for treatment. Patient was breathing heavily and using the restroom frequently. The patient's boyfriend stated the patient was still at the ER during the time of the call and the doctors were planning on how to proceed with treatment. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.